Event description:
It was reported that, while the extensions were being attached to the implanted leads, it was noticed that the torque varied between the two screwdrivers that were used. No further details or pt symptoms were provided. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the torque wrench model wrenchn serial # unk showed that no anomaly was found. The wrench tested at 4.3 oz-in. The torque specification = 4.0 +/- 0.5 oz-in. Analysis of the torque wrench model wrenchn serial # unk showed that no anomaly was found. The wrench tested at 4.2 oz-in. The torque specification = 4.0 +/- 0.5 oz-in.